Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The ins battery was found to have reduced capacity due to overdischarge.

Event description:
It was reported that a third over-discharge was confirmed and premature battery depletion occurred. A physician mode recharge (pmr) was performed but was ¿unknown.¿ a power on reset (por) occurred but it was not specified or known what por accompanied the por. No diagnostic testing or troubleshooting was performed. It was noted the patient underwent multiple por¿s. This was at least her third strike due to charging issues and it was not product related. The patient had trouble with the size and location of the implantable neurostimulator (ins), as well as maintaining recharging coupling with the belt. A replacement was scheduled for (B)(6) 2015 which was going to resolve the issue. The physician felt there were numerous reasons that the risks/complications of moving the patient¿s pocket to another site outweighed the benefits. The plan was to keep the patient¿s current equipment but change the ins and work with the patient to improve charging technique and compliance. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. It was later reported that the ins revision took place on (B)(6). The patient was doing great, able to charge, and was receiving effective therapy.

Event description:
Additional information received reported that the patient¿s device was explanted on (B)(6) 2015 and replaced. The patient had multiple power on reset¿s (por) and trouble charging and had their device replaced. It was not normal battery depletion. There was no patient death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 265250001, implanted: (B)(6) 2010, product type: accessory. Product ID: 3487a-33, lot# j0417620v, implanted: (B)(6) 2004, product type: lead. Product ID: 74001, lot# n212472, implanted: (B)(6) 2010, product type: adapter. (B)(4).